Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that a fluid leak was discovered at the completion of their pd treatment. There were no alarms that occurred prior to discovery of the fluid leak. The patient observed fluid leaking out of the cassette door when the cassette was removed from the machine. There was no reported damage identified on the cassette. The cause for the leak was not known. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow up with the patient, it was reported that manual exchanges were not performed in the interim, and as a result, the patient missed one treatment. Reportedly, there were no symptoms experienced due to the missed treatment. The patient confirmed being trained on performing pd therapy as well as stat drains if necessary. The patient also confirmed notifying their pd nurse of the reported incident. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received the replacement cycler and has continued pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was reportedly discarded and therefore not available to be returned for evaluation. The lot number for the cassette could not be provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.